Event description:
As catheter was removed, the tip was not intact. X-rays of l2-l5 were taken in recovery but results were unk by reporter. Further details are being pursued. There were no associated pt complications reported.